Manufacturer narrative:
(B)(4). Batch # t5d03e. Device analysis: the analysis found that one pse60a device was returned with no apparent damage and with one ecr60b reload loaded on the device. The reload was received damaged and partially fired 1/16 with one staple inside off reload lodge between the pan and drivers. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The found damage on the reload is consistent when the device is fired over an already existing staple line. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the endoscopic lobectomy surgery, could not fire when severing lung lobe tissue on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.